Event description:
It was reported that smiths medical cadd legacy pca and plus pumps indicate no-disposable attached." After investigation determined pump not the issue but the sets. No adverse patient effects were reported.